Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient rated therapy a "2" and expected better so they were changed to the left lead and the right lead was removed. Later on in the day, the patient said they had an xray done yesterday and their healthcare provider (hcp) said the lead was not properly placed so they will be going in on the date of initial report to have it done again. The next day, the patient couldn't increase stimulation past 5. On (B)(6), patient rated the evaluation a "2 or 3." The patient always feels like they have to have a bowel movement, but nothing comes out; they had their left lead readjusted. On (B)(6), the patient rated the evaluation a "2." No further patient complications have been reported as a result of this event.